Event description:
At the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process causing the anastomosis to tear. The surgeon applied a side biter clamp, took down the anatomosis and completed the procedure with the clamp on. No additional patient complications were reported.